Event description:
The facility reported an infusion pump with failure code 810:04. It is unknown when this failure code occurred. It is also unknown if there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:04 was confirmed in the pump's event history file during product evaluation. Inspection of the device found that failure code 810:04 was caused by a faulty pump head mechanism. The pump head mechanism was replaced.